Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and reflex sympathetic dystrophy sydrome in right knee and chronic lower extremity pain. It was reported that the ins was defective and failed within four months. The ins worked properly for a few weeks after implant, but in (B)(6) 2016 the patient began to experience painful burning at the implant site due to heat generated by the device. The company representative (rep) tried to adjust the ins, but was unable to alleviate the problem. In (B)(6) 2017, the ins was turned off due to the painful burning the device caused. Despite not being able to use the ins the patient was hesitant to remove it, as the doctor informed her she runs a high risk of sustaining a spinal cord injury upon undergoing explant surgery. The patient incurred: physical pain, physical impairment, mental anguish, disfigurement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the unit was not functioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the company representative was unable to adjust and reprogram the unit so it would function properly.